Manufacturer narrative:
Block b3: approximate date as the event happened after the trial implant.

Event description:
It was reported that the patient underwent a spinal cord stimulation (scs) trial, which initially provided therapeutic benefit for the underlying condition. However, the patients preexisting lower back pain, described as constant and of moderate to severe intensity, temporarily worsened during the trial period. The patient denied any recent trauma. According to the physicians assessment, the worsening of symptoms was attributed to a flare of chronic pain and was determined not to be related to the device or the procedure. The patient was admitted to the hospital beyond the standard of care and received medical management, including pharmacologic treatment and a ketamine infusion. The scs trial has since concluded and was considered successful. At the time of reporting, the patient remained hospitalized but was noted to be doing well. The trial leads will not be returned for analysis, as they were discarded by the medical facility.